Event description:
Report received of an underdelivery. In 2004 at 0930, line a of the pump was programmed to deliver an unspecified "flush" solution at a rate of 138ml/hr with a volume to be infused (vtbi) of 7ml. The customer contact did not report any issues with line a delivery. Line b was programmed to deliver an unspecified concentration of anidulofungin at a rate of 138ml/hr, with a vtbi of 200ml, and a duration of 90 minutes. When the infusion was complete, the nurse noted that on line b there were approximately "37ml left in the bag." At this time, the nurse reprogrammed line b to deliver the remaining medication at a rate of 138ml/hr. Following the completion of this second infusion, the pump was removed from clinical service. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional information was provided.